Manufacturer narrative:
The reported event of failure to capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that there was no capture on the pacemaker (pm). There were no consequences to the patient. The pm was not used, and a new pm was successfully implanted. The patient was stable throughout the procedure.